Event description:
Complainant alleged that the device would not discharge and there was no pacer output. Complainant did not indicate that there was any patient involvement in the reporter malfunction.